Event description:
The customer reported that the left monitor failed to display an image. This issue will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The video line in the lemo connector was evaluated and reseated. The system was tested and found to be working as intended and returned to service.